Event description:
On july 9, 1999 safeskin corp was served with the following lawsuit: plaintifs claim alleges the following: type 1 latex allergy,allergic rhinitis, wheezing, systemic asthma, urticaria.